Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The issue got happened during a diagnostic coronary treatment. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was given message ¿exposure not possible. Image disk full". Upon further inspection, the fse found that hard drive full due to defective image disk. The fse recreated the image storage and removed some patient data. After image storage was recreated, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and device problem code were corrected.

Event description:
It has been reported to philips that system was given message "exposure not possible. Image disk full". The system was in clinical use and no harm has been reported to philips. Philips has started an investigation of the complaint.